Event description:
It was reported that the control module is being returned for service. There is no further info available and no reported pt consequence.

Manufacturer narrative:
Evaluation summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The unit was returned to the international service center. Based upon the inquiry info received visual and functional examination, the unit was found to require: software modified, regulatory label modified, uniboard modified, mechanical upgrade performed, pump wire modified, missing accessories completed, fastening material exchanged, mains socked bonded with epoxy, lemo footpedal connector secured with loctite 242, and vso replaced. After servicing, the unit passed qa functional testing. The database was reviewed and no prior servicing history was found, therefore, no service history review could be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.